Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. However, the pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 544 mg/dl. The customer treated with manual injections. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The insulin pump will be returned for analysis.